Event description:
It was reported that this was an arteriotomy closure of the mildly calcified left common femoral artery using a prostyle after an interventional common iliac procedure using a 7f sheath. Reportedly, the prostyle was stuck after deploying the needles. The device could not be pulled out. After twisting to the right and left, the device was removed without issue. The suture was not used for closure. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Date of event estimated. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. In the absence of device returned for analysis, a conclusive cause for the reported difficulties could not be determined. Factors that contribute to difficult to remove may include, but are not limited to, tissue or suture caught in foot, posterior cuff partly deployed in foot. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.